Event description:
One pt with discrepant ck and ck-mb results. Initial ck result 0.0 u/l, repeat by alternate methodology, 138 I/u, repeat on same analyzer 128 I/u. Initial ck-mb result 2.24 ng/ml, repeat by alternate methodology, 0.5 ng/ml. Initial results were not reported. Field service representative determined the user removed inserts used for proper tube alignment in the sample rack. The user was instructed to utilize appropriate inserts. Performance tests were performed and within specification.